Event description:
Bd safetyglide 1ml syringe 27g x 1/2 (0.4mm x13mm) was used to administer heparin subcutaneously, as ordered. When going to inject patient while using this syringe, primary registered nurse (rn) noted the needle retracted into the syringe somehow upon needle contact with patient. Syringe/needle immediately removed from patient. Needle tip examined, and no signs of anything breaking off. Patient without any injury but had to be poked again with a new syringe/needle in order to receive medication. Ref: 305945, (B)(4), expiration: 2029-01-31, lot number: 4005009b.